Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device was not working and they turned off the ins. It was stated that the ins was not working for her. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Patient's weight was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked to clarify the device not working the patient explained that they were disappointed with the lack of improved control. A setting error caused the thought of burning sensation that she misdiagnosed as a uti, so turned the device off. Patient had tried several different settings. Patient weight during this period was (B)(6).